Event description:
The product complaint report shows the customer alleged the audible alarm on the 7200 ventilator was intermittent. The customer detected a loose connection between the alarm harness and the main power switch. After the connection was secured, the ventilator performed to specifications. The malfunction was detected during a pre-patient check-out of the ventilator, there was no pt involvement. This report is not an admission by mallinckrodt nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.